Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) shut down during the patient's transfer from the coronary ICU to the CT scan. Event occurred on (B)(6) 2025, 4:30 pm. The patient died, although it is unknown if it was due to the equipment.

Manufacturer narrative:
Updated fields - b2, b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Inspection and cleaning of electrical, electronic, and pneumatic systems. Internal and external cleaning of the equipment. A test was performed in service mode and passed without any issues. All functional test were performed.